Event description:
It was reported " battery fault reported after power-on self-test." The defect occured prior to use on patient during inspection/function testing. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " battery fault reported after power-on self-test." The defect occured prior to use on patient during inspection/function testing. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "battery fault reported after power-on self-test" was not able to be confirmed as no part or recorder strip was returned for investigation. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.